Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a portex® bivona® pediatric and neonatal flextend¿ tracheostomy tube had a split. A photograph of the device showed that the product was splitting at the eyelet of the neck flange. No patient injury was reported.

Event description:
According to the reporter, the event was observed by the hospital nursing staff during a tracheostomy tube tape change. Once the reported issue was observed, the tracheostomy tube was changed. According to the reporter, no medical intervention was required. It was reported that the patient uses a competitors neck ties to secure the tracheostomy tube. The tracheostomy tube had not been sterilized prior to patient use.

Manufacturer narrative:
Two photos of the affected device were received for investigation. Based on the pictures, it was visible that the eyelet on the neck strap had a split. A manufacturing review of a similar device was performed and no discrepancies were found with the manufactured devices. The most probable root cause for the reported issue was either that: the eyelet was damaged during use by coming into contact with a sharp edge. The neck flange had a short shot or a cut and it wasn't detected during the assembly process.